Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733361, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The transformer and the computer were replaced. The system then passed a system checkout. Fdm 10, fdr 114 apply to this analysis. The transformer was returned to medtronic for analysis. When connected to ac, the returned transformer had normal output for each port. No problems were found. Fdm 10, fdr 213 apply to this analysis. The computer was returned to medtronic and is under analysis at the time of filing. Fdc 4315 applies to the investigation thus far. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system powered down without prompt from the user. It was reported that the navigation system was powered back on and the issue recurred. Connections were verified to be secured. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the returned computer was analyzed. Analysis revealed that the computer booted normally to the application screen. The program started and ran normally. No automatic power downs were observed. No failures were found. Fdm 10, fdr 213, fdc 4315 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.